Event description:
The manufacturer received information alleging a ventilator's lcd display screen was blank. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power supply to power the device on. The power supply was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the power supply failing to power the device on was found to be due to a failure of components u1 and u3.